Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed and failed to recover. Tried reboot but failed. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. The field service engineer (fse) received a report from the customer indicating that half cubie drawers 5.1 and 5.2 in the auxiliary area had failed and could not be recovered, showing as not detected on the bus. Upon inspection, both drawers and all pockets were found to be functioning correctly in the hardware test application. The fse re-seated the row board cable headers at the drawer controller and verified successful operation through hardware test application. The system functioned as intended after the field service engineer repaired the device.